Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply connections were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a 'control panel error' message displayed. This error is likely to result in an immediate loss of system functionality and an uncommanded shut down. There is no report of a pt injury or death associated with this event.